Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Manufacturing investigation through device history record review of lot 31306957 has been conducted. The lot 31306957 was manufactured on 03-aug-2017 and released on 15-aug-2017. This lot has gone through all manufacturing process stages as required by the procedures. There was no nonconformity related to the nature of complaint occurred during the manufacturing process. All in-process inspection records and final product inspection record confirmed to be within specifications. The dry lens fa # 10360144 was assigned to lot 31306957 and confirmed met the molding process specifications. The power optical quality inspection (poqi) and final poqi met specifications. This lot has gone through 100% wet visual cosmetic inspection following standard operating procedure. The cosmetic sampling inspection of qc primary packaging online inspection and qc final cosmetic inspection at post autoclave confirmed to meet the acceptance criteria. The lot 31306957 was processed at primary packaging machine #5f101. The sampling taken for package integrity during primary packaging process, qc mantis sampling inspection, and qc post autoclave inspection was within the specifications. The batch record of saline packaging solution #31308046 that used for this lot has been reviewed and met the specification. The sterilization process parameter and bi incubation result also met specifications. The historical complaint data and trend related to serious adverse event for lotrafilcon a product has been reviewed and did not indicate any adverse trend. Tracking in complaint database, there was no other complaint reported to this lot. Manufacturing site inspected the retain samples of lot 31306957 to ensure no possibility of product contamination. The retain samples showed to meet specifications, no leakage or package integrity defect found. Based on the investigation, this lot has passed through all manufacturing process as required by the procedures. The lot confirmed to meet all in-process and finished product specifications at the time of release. No root cause can be determined. There is no impact to the other product and no field action assessment (faa) is required. No corrective action preventive action (CAPA) will be initiated for this complaint. Continuous monitoring of these types of events through trending and analysis may indicate future action. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the patient wore the complaint contact lenses for the past year and had to stop due to having issues with corneal ulcers. It was added that the patient was not using any medication and was not under the care of an eye care professional (ecp), however, the patient used an over the counter moisture eye drops. It was mentioned that the patient still occasionally wore contact lenses for a short period of time during the day but mainly wore eyeglasses. It was noted that the patient used to wear the complaint contact lenses all day and slept in them. Additional information was received via emailed medical records. It was reported that on (B)(6) 2018, the patient visited the ecp for the final contact lens prescription and was diagnosed with a refraction disorder. On (B)(6) 2018, the patient visited the ecp for an eye examination. The patient presented with a red and itchy eye for the past week. It was noted that the patient wore contact lenses for about 13 hours and currently was wearing prescription glasses. Slit lamp examination revealed 1+ injection in the conjunctiva/sclera both eyes (ou), 2+ superficial punctate keratitis (spk) ou. The patient was diagnosed with bilateral contact lens keratitis, unresolved. The patient was advised to stop contact lens wear and was prescribed with dexamethasone / neomycin / polymyxin b drops four times a day (qid) and at bedtime for two weeks. The patient was scheduled for a follow up visit in two weeks. On (B)(6) 2019, the patient visited the ecp for a corneal recheck. It was noted that the patient had been using dexamethasone/neomycin/polymyxin b twice a day (bid) on ou. Slit lamp examination revealed 1+ meibomian gland dysfunction on the lids/lashes ou, 1+ injection on the conjunctiva/sclera ou and 1+ spk on the cornea ou. The patient was diagnosed with bilateral superficial keratitis, myopia ou and astigmatism ou, was advised to discontinue dexamethasone/neomycin/polymyxin b drops, finish dexamethasone/neomycin/polymyxin b at bedtime ou and use a lubricating eye drops qid on ou. The patient was scheduled for a follow up check-up three weeks after and was discouraged to use contact lenses. On (B)(6) 2019, the patient visited the ecp for a corneal recheck. The patient presented with blurred vision and had been using dexamethasone/neomycin/polymyxin b at bed time and gel drops. It was noted that the eyes felt better with less stinging upon insertion of the gel drops. Slit lamp examination revealed 1+ meibomian gland dysfunction on the lids/lashes ou, + spk inferior to pupil od and + spk from central cornea and inferior pupil os on the cornea. The patient was advised to discontinue dexamethasone/neomycin/polymyxin b and use a lubricating ointment at bedtime for a month. The patient used fish oil supplement which helped with dryness. The patient was diagnosed with superficial keratitis, ou and was scheduled for a follow up visit one month after. On (B)(6) 2019, the patient visited the ecp for follow up on the keratitis. The patient presented with red eye and felt vision was better. Slit lamp examination revealed 1+ meibomian gland dysfunction on the lids/lashes ou and + spk nasal to pupil on the cornea ou. The patient was diagnosed with myopia ou and astigmatism ou. The patient was advised to continue drops qid on ou, ointment at bedtime ou and the fish supplement. The patient was allowed to use contact lenses but was recommended to use it for eight to ten hours only and was recommended to use the prescription glasses most of the time. On (B)(6) 2019, the patient visited the ecp for intermediate eye examination. History of present illness reported that the patient had some corneal lesion earlier this year, the lesion was resolved and the patient restarted to wear contact lenses for the past couple of months. The patient had been waking up with red eye od and blurred vision. It was noted that the patient wore contact lenses about five days a week for eight to 12 hours a day. Slit lamp examination revealed meibomian gland dysfunction on the lids/lashes ou, papilla on the conjunctiva/sclera ou and 1+ spk, pannus, neovascular superior on the cornea - ou. The patient was diagnosed with punctate keratitis ou, bilateral allergic conjunctivitis and dry eye syndrome ou. The patient used lubricating eye drops twice a day (bid) and was prescribed with an unknown antibiotic. The ecp's assessment revealed dry eye and mild allergies. The patient was advised to return to the clinic a month after for anterior segment check and to consider refitting to rigid gas permeable (rgp) contact lenses if eyes will still be dry. On (B)(6) 2019, the patient visited the ecp for a corneal recheck and corrective lens fitting. The patient presented with blurred vision, tried to resume contact lens wear and experienced irritation on corneas. The patient stopped contact lens wear and used artificial tears. Slit lamp examination revealed meibomian gland dysfunction on the lids/lashes ou, 1+ spk interpalpebral, central neovascular superior cornea ou. The patient was diagnosed with keratitis and was prescribed with loteprednol qid ou for one week along with lubricating eye ointment at bedtime for one week. The patient was advised to return to the clinic for corneal recheck and no contact lens wear until the next follow up visit. On (B)(6) 2019, the patient visited the ecp for corneal recheck. The patient presented with red eye and was using lotemax daily ou for a week and erythromycin ointment at bedtime ou. Slit lamp examination revealed meibomian gland dysfunction on lids/lashes ou and spk on cornea ou. The patient was diagnosed with myopia ou and astigmatism ou. It was reported that the keratitis had resolved and there was a trace of spk on the od. The patient was advised to stop all medications three days after and can resume contact lens wear but must be restricted to no more than 10-12 hours and to not sleep while wearing the contact lenses.